Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation. Per tandem user guide: always remove all air bubbles from the cartridge before beginning insulin delivery. Ensure there are no air bubbles when drawing insulin into the filling syringe, hold the pump with the white fill port pointed up when filling the tubing, and ensure that there are no air bubbles in the tubing when filling. Air in the system takes space where insulin should be and can affect insulin delivery.

Event description:
It was reported that occlusion alarms occurred. Additionally, it was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process. Reportedly, the customer did not perform the air removal step. Tandem technical support informed the customer that not performing the air removal step is off label per the tandem user guide. Customer reverted to an alternate method of insulin delivery.

Manufacturer narrative:
Occlusion and load fill tubing was verified; however, a different issue was identified.